Manufacturer narrative:
Natus tech support verified reported device issue with the customer. Replacement of device fixed the issue. Tech support made several attempted to follow-up for additional information with the customer to confirm the cause of the device, currently no updates from customer. If customer provides additional information to natus will provide a follow-up report. No further device investigation is required.

Event description:
The customer reported to natus on (B)(6) 2017 that their neoblue blanket could not adjust intensity within specification using the potentiometer. The product was installed over 6 years and due to normal wear and tear, customer suspected that the potics module inside the light box was causing the issue.the customer did not mention any patient involvement or death/serious injury, delay in treatment, or environmental/safety concerns.